Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Irrigation of the sheath was performed with a flow rate of 20 ml per hour. It has been mentioned that after the post-mapping was performed, air was aspirated inside the aspiration syringe when backflow was drawn when re-inserting the farawave catheter, so the sheath was replaced, and the procedure was completed successfully with a different sheath. No patient complications have been reported. No fluid leak nor air in the patient was noted. The sheath is not expected to be returned due to contamination.